Event description:
It was reported that a physician reported premature battery depletion. The reporter stated that an estimation of the battery life did not reveal premature depletion, but the physician wanted the device to be analyzed. It was noted that a longevity calculation showed that the device would reach the early replacement indicator at 16.83 months from implant, and end of service at 19.83 months from implant. It was reported that the device was working and the patient had good therapy effects. It was noted that there were no patient symptoms and the patient suffered no injury or adverse event.